Event description:
Heartmate 3 left ventricular assist device presents with first event gi bleeding with hemoglobin 5.6, international normalized ratio 3.3 and aspirin 81 mg daily. Three units of transfused blood were required. Endoscopic evaluation included colonoscopy and push enteroscopy and both failed to identify bleeding source. Anemia stabilized. Heparin to coumadin bridging completed prior to discharge. Aspirin was stopped.